Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a solicited report by a nurse from the (B)(6) of sterile peritonitis coincident with extraneal viaflex therapy. On (B)(6) 2011, the patient started treatment with extraneal viaflex, (1 bag)( frequency was not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, the patient was hospitalized for an unreported indication. On (B)(6) 2011, the patient received extraneal viaflex for an unreported indication and immediately experienced sterile peritonitis. On an unknown date, the extraneal viaflex was discontinued and the peritoneal effluent leucocyte count result was decreased. A positive re-challenge was not performed yet. No statement of causality was reported for the event of sterile peritonitis.